Event description:
It was reported that the guidewire split apart. An amplatz super stiff guidewire was selected for use. During preparation, the guidewire could not be flushed and split apart. The procedure was completed using an alternate device. There were no patient complications as a result of the event.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. Visual inspection revealed that the core wire was found detached/separated from distal tip to the transition point. Also, the guidewire was kinked at middle section.

Event description:
It was reported that the guidewire split apart. An amplatz super stiff guidewire was selected for use. During preparation, the guidewire could not be flushed and split apart. The procedure was completed using an alternate device. There were no patient complications as a result of the event.